Event description:
Event description guidant received information that this pacemaker upon interrogation was found to have only one week of daily measurements stored. The field clinical representative called technical services for consultation. Now, six months later there were no daily measurements. The device was reprogrammed to a maximum output of 6.5v @ 0.5ms @ a rate of 100 beats per minute, and tested in aai and vvi with intermittent pacing noted. It was then reported there was some intermittent pacing. The gas gauge was at beginning of life. The device is included in the insignia fm 2 advisory. A hex dump revealed hundreds of resets, with the battery at elective replacement near. The patient had an intrinsic rhythm at 52 beats per minute, with no capture or daily measurements. The device was removed, replaced and returned.